Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system has exhibited > 125 ohm shock lead impedances. It was reported that approximately five months ago the shock lead impedance measurements were intermittently out-of-range (oor), and in the last two months they have been consistently out-of-range (oor). The rv pacing impedances have been stable and there has been no issue with sensing or noise. Non-invasive programmed stimulation (nips) testing was going to be performed and the field representative and boston scientific technical services (ts) reviewed the evaluation process. The field representative followed-up that 1.1j, 31j (maximum energy) and dft (successful at 21j) testing was performed and that the shock impedances were between 39-41 ohms for all tests. Normal follow-up is being planned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.